Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 1.5 cm from its proximal end. The ruby coil was loaded backward within its introducer sheath. The embolization coil was intact with the pusher assembly and had offset coil winds at its distal end. Conclusions: evaluation of the returned ruby coil revealed offset coil winds on the distal end of its embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During the functional testing, the embolization coil was unable to be advanced through its introducer sheath due to the offset coil winds. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. The kink which observed on the pusher assembly was likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter, the physician experienced resistance in the middle of the microcatheter; therefore, the ruby coil was removed. The procedure was completed using a pod coil, another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.